Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of the proximal humerus plate and revision of the proximal humerus fracture with ria bone graft. Originally, the patient was implanted of plate and screws on (B)(6) 2020. The revision procedure was performed due to one locking screw that backed out of the head of the plate and malreduced the fracture. During the revision procedure the original implants were removed and the patient was revised with plate and bone graft. The procedure was successfully completed. Patient status was good. Concomitant device reported: locking screws (part # unknown, lot # unknown, quantity 9), cortex screw (part # unknown, lot # unknown, quantity 1); 3.5mm lcp proximal humerus plate-standard (part # 241.901, lot # 9880299, quantity 1). This report is for 1 unknown locking screw. This is report 2 of 2 for (B)(4).